Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that a post-operative chest x-ray showed the left ventricular lead was dislodged. The lead was positioned several days later and remains in use. The patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.